Manufacturer narrative:
Some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
It was reported that during use on a patient, the device experienced oscillate issues. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
It was later clarified by the reporter that the reported event occurred on 14oct2025. The device was returned to the zoll fa lab for investigation. Upon receipt, the unit powered on normally in vent check mode, and the event trace data was successfully downloaded. Review of the event trace did not show any entries from the reported event date of 14oct25. During testing, it was discovered that the device would immediately shut down when connected to ac power. Further evaluation found that the power board had a defective transistor, causing the device to shut down when ac power was connected. It is possible that the device was connected to ac power during the event which could have resulted in the device shutting down; however, we are unable to confirm definitively in the log files that was the case. The power board was replaced and the device passed all testing after repair.